Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a 1/2 circle taper point needle broke during a procedure. The actual device was determined to be available for evaluation. A manufacturing lot number was also provided for review. The end user indicated that the eye of the needle broke off during a procedure. No further information was provided regarding the procedure. A review of the lot number was performed. No non-conformance's were noted relating to the reported issue. The broken needle sample was returned. Upon review of the broken needle, it was noted that deep dents and marks were identified close to the eye and point of the needle. During the procedure, excessive clamping pressure applied by the needle holder formed deep cuts on the needle causing it to break. According to aspen surgical's IFU, the needles should not be clamped directly on the eye of the needle to the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end. Based on this information, the root cause is attributed to customer misuse and no further action is required.

Event description:
Aspen surgical received a report from the customer indicating that 1/2 circle taper needle broke during a procedure. The incident occurred at the user facility. No injury or death reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the customer indicating that 1/2 circle taper needle broke during a procedure. The incident occurred at the user facility. No injury or death reported. This report was filed in our complaint handling system as complaint # (B)(4).